Event description:
A report was received that the patient was having pain and discomfort at the pocket site. The patient underwent a pocket revision wherein same ipg was used and modified the pocket. The patient was doing well following the procedure.